Event description:
The customer reported that the system had an intermittent cine not available error. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system was reset during the service call. The system was tested and found to be working as intended and put back into service.